Event description:
It was reported that while the doctor was using the item, the electrode head fell off in the patient's bladder. The doctor was able to retrieve the electrode with no damage to the patient. 2-3 minute delay in the procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on december 22, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).